Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported clip deployed on the sheath was confirmed. The reported physical property issue (long sheath) could not be confirmed as the sheath was within manufacturing specification. The reported experience and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, there was an interaction between the exchange sheath and the clip adaptor. The clip was caught on the distal end of the sheath of the starclose se device. The physician reported that he has the feeling that the exchange sheath of the device was too long, so that after deployment of the clip, the clip got stuck into the sheath. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.